Manufacturer narrative:
Date of event: the event occurred on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment; an external leak was observed from a 9l effluent drain bag. It was reported that after ¿few fillings¿, the bag ¿stayed deformed¿ and started leaking. There was no report of the effluent bag leaking prior to the additional fillings. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two actual samples were received for evaluation. Visual inspection with naked eye did not reveal any abnormality. A functional test found a hole near the drain tube of both bags. The reported condition was verified. The cause was due to manufacturing process. The reported issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.